Event description:
The customer reported a leak from the manual aspiration probe on the lh750 instrument. The volume of the leak was reported as 1 ml and the leak was not contained inside the instrument. No erroneous results were generated in connection with this event. In addition, no one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse did not observe an active leak. He did observe the lh750 instrument failing startup cycle and the blood sampling valve (bsv) was not rotating properly. The fse replaced the bsv shaft and knob. (B)(4).